Manufacturer narrative:
Upon review of the complaint. It was determined that the pump's insulin on board function was working as expected.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an issue with the pump's insulin on board calculation. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during the investigation, a review of the black box revealed the pump history for (B)(6) 2017 was overwritten due to continued pump use. Investigation was unable to determine the insulin on board settings on the event date. The pump was returned with the iob enabled and the iob duration set to 4.0 hours. A 10 unit audio bolus and a 10 unit normal bolus were manually performed, and were accurately recorded in the bolus history. The iob status screen correctly showed 20 units. An ezcarb bolus was programmed with blood glucose corrections, and the pump was found to be accurately calculating bolus totals. Investigators were unable to duplicate the ¿insulin on board calculation¿ issue, since the pump information on the complaint date was overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.